Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; unable to evaluate the returned strip due to incorrect strips vial lot. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-160mg/dl fasting. Verified the strips expire 7/14/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained lo and lo fasting. Reviewed meter memory: (B)(6).